Manufacturer narrative:
One opened handpiece was received for the report of the plunger was not properly centered. The returned sample was visually inspected and found to be conforming. A functional thread engagement and plunger movement test was performed and found to be conforming. Finally, the plunger height was dimensionally inspected and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and dimensional inspections, and functional tests, associated with the reported event, therefore the plunger was not properly centered as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy employee reported that a handpiece central plunger was not properly centered when the implant was advanced and the plunger was pushing to the side of the implant. There was no patient involvement and no patient harm. The surgery was completed with another handpiece.